Event description:
Reporter alleged blodo glucose measured 189 mg/dl, so customer took 3 units of insulin, however, began to feel shaky within 5 mins. It was stated within another 5 mins glucose measured 101 mg/dl and then 121 mg/dl. Reporter stated customer ate some fruit and felt better. However, no other actions were taken or treatment resulted. A request was made for the return of the suspect device and replacement product was sent.